Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 80% stenosed eccentric lesion measuring 3.0mm in diameter and 30mm in length was in-stent restenosis of an unknown stent located in a moderately tortuous and non-calcified left circumflex artery (lcx). A second lesion was located in the right coronary artery and was not treated. The lesion in the lcx was predilated with an unknown 2.0x15mm balloon that reduced the stenosis to 50%. A 2.75x32mm taxus liberte' stent was advanced to the lesion, but could not cross through the previously placed stent. When the device was removed from the patient it was noted that stent struts were broken. The procedure was completed by implanting a 3.0x32mm taxus liberte' stent and post-dilating with an unknown 3.0x20mm balloon. Prior to the procedure the patient was taking clopidogrel, aspirin and beta blockers. Nitrates were given during the procedure and the patient was given clopidogrel post-procedure. No patient complications were reported. Patient status is listed as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found no issues with the device. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. The stent struts were intact with no strut fracture or stent damage. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 80% stenosed eccentric lesion measuring 3.0mm in diameter and 30mm in length was in-stent restenosis of an unknown stent located in a moderately tortuous and non-calcified left circumflex artery (lcx). A second lesion was located in the right coronary artery and was not treated. The lesion in the lcx was predilated with an unknown 2.0x15mm balloon that reduced the stenosis to 50%. A 2.75x32mm taxus liberte stent was advanced to the lesion, but could not cross through the previously placed stent. When the device was removed from the patient it was noted that stent struts were broken. The procedure was completed by implanting a 3.0x32mm taxus liberte stent and post-dilating with an unknown 3.0x20mm balloon. Prior to the procedure the patient was taking clopidogrel, aspirin and beta blockers. Nitrates were given during the procedure and the patient was given clopidogrel post-procedure. No patient complications were reported. Patient status is listed as stable.